Event description:
This spontaneous case was reported by a consumer and describes the occurrence of urticaria ("profuse urticarial and eczematiform eruption, possibly more marked, which progressively spread") and eczema ("profuse urticarial and eczematiform eruption, possibly more marked, which progressively spread") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urticaria (seriousness criteria medically significant and intervention required) with pruritus, eczema (seriousness criteria medically significant and intervention required), agitation ("excitability +") and insomnia ("insomnia ++"). The patient was treated with corticosteroids, dermatological preparations, paraffin (moisturizer), antihistamines, prednisone, surgery (surgical removal of implants). Essure was removed in (B)(6) 2008. At the time of the report, the urticaria, eczema, agitation and insomnia was resolving. The reporter provided no causality assessment for agitation, eczema, insomnia and urticaria with essure. Further company follow-up with the consumer is not possible. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately two months later had profuse urticarial and eczematiform eruption, possibly more marked, which progressively spread. Implants were surgically removed 3 months after insertion and the event was resolving. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred two months after device insertion; therefore, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of urticaria ("profuse urticarial and eczematiform eruption, possibly more marked, which progressively spread") and eczema ("profuse urticarial and eczematiform eruption, possibly more marked, which progressively spread") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urticaria (seriousness criteria medically significant and intervention required) with pruritus, eczema (seriousness criteria medically significant and intervention required), agitation ("excitability +") and insomnia ("insomnia ++"). The patient was treated with corticosteroids, dermatological preparations, paraffin (moisturizer), antihistamines, prednisone, surgery (surgical removal of implants). Essure was removed in october 2008. At the time of the report, the urticaria, eczema, agitation and insomnia was resolving. The reporter provided no causality assessment for agitation, eczema, insomnia and urticaria with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 31-jul-2017 for the following meddra preferred terms: urticaria. The analysis in the global safety database revealed 62 cases. Eczema. The analysis in the global safety database revealed 20 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the other or consumer is not possible. Most recent follow-up information incorporated above includes: on 31-jul-2017: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.